Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain (left side pain)/my pelvis was burned and scraped'), genital haemorrhage ('abnormal bleeding (general)/ excessive bleeding') and endometriosis ('surgery (other) type of surgery: everything removed, endometriosis spread to bladder and hips') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia in 2009 and cryosurgery in 2009. Previously administered products included for birth control: birth control pills from 2009 to (B)(6) 2012. Concurrent conditions included underweight. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopause ("hormonal changes describe: full menopause"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain (abdominal cramping)"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression/emotional toll"). On (B)(6) 2012, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain/weight gain-15lbs every 6months / weight gain / loss (specify which one) gained 90 lbs"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2014, the patient experienced pollakiuria ("bladder or urinary problems or changes:pee constantly 8night 12day"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant). The patient was treated with codeine phosphate; paracetamol (tylenol with codeine no.3), oxycodone hydrochloride; paracetamol (percocet) and surgery (ablation on (B)(6) 2012, everything removed, part of bladder on (B)(6) 2012 and on (B)(6) 2012 total hysterectomy (uterus and cervix removed), salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved, the genital haemorrhage, endometriosis, menopause, female sexual dysfunction, pollakiuria, dyspareunia, weight increased and depression outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menopause, pelvic pain, pollakiuria and weight increased to be related to essure. The reporter commented: discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2012. Current weight (B)(6). Approximate weight at the time of essure placement (B)(6). What did your healthcare provider tell you about your results? The left side did not take, the right side was successful. Were you advised of any complications from your essure removal procedure? Yes the content of the communications he told me a portion of my bladder was removed. My pelvis was burned and scraped during this procedure as well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Hysterosalpingogram in (B)(6) 2012: unilateral occlusion (right tube occluded), I was told I have cancer. The left side did not take, the right side was successful. Most recent follow-up information incorporated above includes: on 22-aug-2019: plaintiff fact sheet received. Event injury nos was replaced by the events: hormonal changes describe: full menopause, abnormal bleeding (general), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes: pee constantly 8 night 12day, dysmenorrhea (cramping), endometriosis spread to bladder and hips, dyspareunia (painful sexual intercourse), pain (left side pain, abdominal cramping), fatigue, weight gain, psychological or psychiatric problems condition: depression/emotional toll. Event outcome was added for the events: dysmenorrhea (cramping), abdominal cramping. Lab data, treatment drugs, historical condition, concomitant condition, reporter's information, patient demographics was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain (left side pain)/my pelvis was burned and scraped'), genital haemorrhage ('abnormal bleeding (general)/ excessive bleeding') and endometriosis ablation ('surgery (other) type of surgery: everything removed, endometriosis spread to bladder and hips') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia in 2009 and cryosurgery in 2009. Previously administered products included for birth control: birth control pills from 2009 to april 2012. Concurrent conditions included underweight. In april 2012, the patient had essure inserted. On 1-may-2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopausal symptoms ("hormonal changes describe: full menopause"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain (abdominal cramping)"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression/emotional toll"). On (B)(6) 2012, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain/weight gain-15lbs every 6months / weight gain / loss (specify which one) gained 90 lbs"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced female sexual dysfunction ("paramenia (inability to have sexual intercourse)"). On an unknown date, the patient underwent endometriosis ablation (seriousness criterion medically significant) and experienced nocturia ("bladder or urinary problems or changes:pee constantly night") and pollakiuria ("bladder or urinary problems or changes:pee constantly night 12day"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), oxycodone hydrochloride;paracetamol (percocet) and surgery (ablation on ??-06-2012, everything removed, part of bladder on (B)(6) 2012 and on (B)(6) 2012 total hysterectomy (uterus and cervix removed), salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved, the genital haemorrhage, endometriosis ablation, menopausal symptoms, female sexual dysfunction, dyspareunia, weight increased, depression, nocturia and pollakiuria outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, endometriosis ablation, fatigue, female sexual dysfunction, genital haemorrhage, menopausal symptoms, nocturia, pelvic pain, pollakiuria and weight increased to be related to essure. The reporter commented: discrepancy noted as per previous fu: insertion date of essure: ??-(B)(6) 2012. Current weight 200 lbs. Approximate weight at the time of essure placement 109 lbs. What did your healthcare provider tell you about your results? The left side did not take, the right side was successful. Were you advised of any complications from your essure removal procedure? Yes the content of the communications he told me a portion of my bladder was removed. My pelvis was burned and scraped during this procedure as well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Hysterosalpingogram - in may 2012: unilateral occlusion (right tube occluded), I was told I have cancer. The left side did not take, the right side was successful. Most recent follow-up information incorporated above includes: on (B)(6) 2019: correction due to discrepancy between coding action item and match point coder query. Coding correction received-bladder or urinary problems or changes event split into another two events is nocturnal urinary frequency and increased urinary frequency incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain (left side pain)/my pelvis was burned and scraped'), genital haemorrhage ('abnormal bleeding (general)/ excessive bleeding') and endometriosis ablation ('surgery (other) type of surgery: everything removed, endometriosis spread to bladder and hips/ surgery- part of bladder removed') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's medical history included cervical dysplasia in 2009 and cryosurgery in 2009. Previously administered products included for birth control: birth control pills from 2009 to (B)(6) 2012. Concurrent conditions included underweight. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopausal symptoms ("hormonal changes describe: full menopause"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain (abdominal cramping)") and underwent endometriosis ablation (seriousness criterion medically significant), 1 month after insertion of essure. On (B)(6)2012, the patient experienced depression ("psychological or psychiatric problems condition: depression/emotional toll / psych injury"). On (B)(6) 2012, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain/weight gain-15lbs every 6months / weight gain / loss (specify which one) gained 90 lbs"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced nocturia ("bladder or urinary problems or changes:pee constantly 8night"), pollakiuria ("bladder or urinary problems or changes:pee constantly 8night 12day") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), oxycodone hydrochloride;paracetamol (percocet) and surgery (ablation in (B)(6) 2012, everything removed (endometriosis), part of bladder removed on (B)(6) 2012 and total hysterectomy (uterus and cervix removed), salpingectomy (bilateral) on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, endometriosis ablation, dysmenorrhoea, dyspareunia, abdominal pain, fatigue and weight increased had resolved and the genital haemorrhage, menopausal symptoms, female sexual dysfunction, depression, nocturia, pollakiuria and menorrhagia outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, endometriosis ablation, fatigue, female sexual dysfunction, genital haemorrhage, menopausal symptoms, menorrhagia, nocturia, pelvic pain, pollakiuria and weight increased to be related to essure. The reporter commented: discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2012. Current weight 200 lbs. Approximate weight at the time of essure placement 109 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded), I was told I have cancer. The left side did not take, the right side was successful. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new event menorrhagia was added. Updated outcome of events dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, fatigue, weight gain to recovered/resolved. Reporters and lab data were updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.